Event description:
(B)(4) clinical study. It was reported that following a coronary artery stenting treatment procedure the patient the patient experienced a myocardial infarction and stent thrombosis. The target lesion was a de-novo lesion, located in the proximal left anterior descending (lad) artery with 95% stenosis and was 5 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with direct stent placement using a 2.75 x 16 mm (B)(4) stent with 0% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented with recurrent chest pain and was hospitalized on the same day. Cardiac enzymes were noted to be elevated and the patient was diagnosed with a myocardial infarction. ECG performed (B)(6) 2012 revealed dramatic st elevation in the anterior precordial leads with reciprocal st depression in the inferior leads. Subtotal occlusion in proximal lad with thrombus (stent thrombosis of study stent) was treated with an aspiration thrombectomy, after this, a 2.5 mm balloon was pre-dilated in the segment .at this point the ivus revealed remodeling of the stented segment,which was treated with the placement of a 3.5 x 32 mm ion drug eluting stent from the mid segment right to the ostium of the lad. In addition, to this 80% stenosis in the diagonal branch was treated with pre-dilatation, following the pre-dilatation residual stenosis was 40% with normal distal flow. During the same hospitalization, the patient also developed ventricular tachycardia. The event of acute anterior myocardial infarction was considered resolved without residual effects and the patient was discharged.

Event description:
(B)(6). It was reported that following a coronary artery stenting treatment procedure, the patient the patient experienced a myocardial infarction and stent thrombosis. The target lesion was a de-novo lesion, located in the proximal left anterior descending (lad) artery with 95% stenosis and was 5 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with direct stent placement using a 2.75 x 16 mm taxus liberte stent with 0% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented with recurrent chest pain and was hospitalized on the same day. Cardiac enzymes were noted to be elevated and the patient was diagnosed with a myocardial infarction. ECG performed (B)(6) 2012 revealed dramatic st elevation in the anterior precordial leads with reciprocal st depression in the inferior leads. Subtotal occlusion in proximal lad with thrombus (stent thrombosis of study stent) was treated with an aspiration thrombectomy, after this, a 2.5 mm balloon was pre-dilated in the segment .at this point the ivus revealed remodeling of the stented segment, which was treated with the placement of a 3.5 x 32 mm ion drug eluting stent from the mid segment right to the ostium of the lad. In addition, to this 80% stenosis in the diagonal branch was treated with pre-dilatation, following the pre-dilatation residual stenosis was 40% with normal distal flow. During the same hospitalization, the patient also developed ventricular tachycardia. The event of acute anterior myocardial infarction was considered resolved without residual effects and the patient was discharged.

Manufacturer narrative:
Relevant tests lab data updated. (B)(4).

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).